Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device was programmed with multiple bolus deliveries and all registered properly in the bolus history. The unit was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker.

Event description:
The patient reported high bgs that do not come down when giving boluses with the pump. The reported bg at the time of the call was 345 mg/dl. Troubleshooting was performed, and no damage to the drive support cap was noted. The pump passed the prime and high pressure tests. Time and date were correct, but basal rates were not programmed correctly. Assisted with correct programming. The patient also reported no delivery alarms. The patient had gall bladder surgery recently, and that is when her high bg issue began. The patient later called back stating she continues to experience high bgs, and wants the pump replaced. Nothing further was reported.